Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that unrecognized catheter and lost image occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified middle right coronary artery (rca). During the percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view the lesion. Upon pre- intravenous ultrasound (ivus), it was noted that the image disappeared. It was further noted that a "catheter connect" message was displayed;however, the opticross¿ was not recognized. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a foreign matter in the ccp board.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that a foreign matter encountered in the ccp board. A kink was observed in the sheath assembly at 16.7 cm from femoral marker to the distal end. Impedance testing shows a good unit wave form. Full image characterization testing cannot be performed, besides "catheter connect" was displayed, however, the device was disconnected repeatedly, possibly by the foreign matter encountered in the ccp board. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).